Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 452-453 mg/dl; cause was not known. At the time of the event, the customer observed no issues with the cartridge, infusion set tubing, or insulin in use at the time; the customer declined to remove the infusion set in use at the time of the event. A pump system check was performed and no issues were identified. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.